Event description:
A patient experienced hemolysis and renal failure. It was reported that a farapoint pulsed field ablation catheter was selected for a faraview procedure (farawave + farapoint). Following the procedure, the patient developed a significant rise in serum creatinine (250 mol/l on day 1, increasing to 450 mol/l on day 2). The patient required hemodialysis. A total of 94 applications were delivered with the farawave and 35 applications with the farapoint. Pulmonary vein, roof and mitral isthmus ablation were performed using the farawave, with additional complementary ablation of the mitral isthmus using the farapoint. Hemodialysis was required and existing hospitalization was extended due to complication. The product return is not expected. It was further reported that the the patient had no known nephrological history. The patient underwent atrial fibrillation ablation in 2007, with recurrence in 2025. He has also been pacemaker-dependent since 2004 due to atrial disease, with the device replaced two months prior to this procedure. The patient was then scheduled for the ablation of a left atrial organized arrhythmia. On arrival in the operating room, the patient was in flutter. The arrhythmia corresponded to a figure-eight loop, circulating around the left atrial roof and the mitral isthmus. The ablation was performed of the atrial fibrillation as well as the flutter, successfully terminating the arrhythmia. Along with the farawave nav, a total of 64 applications (2 applications at 2 kv per position) pulmonary veins (reconnections on all 4 veins); 12 applications (2 applications at 2 kv per position) for posterior wall / roof, and 18 applications (2 applications at 2 kv per position) for mitral isthmus. The applications on the mitral isthmus allowed termination of the tachycardia. The farapoint was then used to complete the mitral line with both endocardial and epicardial applications. Along with farapoint, for mitral isthmus, 27 applications (4 applications at 2 kv per site) and for coronary sinus, 8 applications (4 applications at 2 kv per site). This resulted in 129 applications (94 farawave and 35 farapoint). The procedure last 1 hour and 20 minutes. It was confirmed that severe post-procedure hemolysis, acute kidney injury from 06/01, worsening on 07/01, and four dialysis sessions as of 14/01 occurred. The renal evolution is urine output at 2.5 l and creatinine at 734 umol/l. Act was collected (121, 214, 234 and 216). The medication given were propofol, nubain, noradre and paracetamol. Heparin was also given (8000 at the beginning of the procedure, then 1000 and at the end of the procedure another 1000).

Manufacturer narrative:
Due to the additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and impact code (f10 and h6), in the sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
A patient experienced hemolysis and renal failure. It was reported that a farapoint pulsed field ablation catheter was selected for a faraview procedure (farawave + farapoint). Following the procedure, the patient developed a significant rise in serum creatinine (250 mol/l on day 1, increasing to 450 mol/l on day 2). The patient required hemodialysis. A total of 94 applications were delivered with the farawave and 35 applications with the farapoint. Pulmonary vein, roof and mitral isthmus ablation were performed using the farawave, with additional complementary ablation of the mitral isthmus using the farapoint. Hemodialysis was required and existing hospitalization was extended due to complication. The product return is not expected. It was further reported that the the patient had no known nephrological history. The patient underwent atrial fibrillation ablation in 2007, with recurrence in 2025. He has also been pacemaker-dependent since 2004 due to atrial disease, with the device replaced two months prior to this procedure. The patient was then scheduled for the ablation of a left atrial organized arrhythmia. On arrival in the operating room, the patient was in flutter. The arrhythmia corresponded to a figure-eight loop, circulating around the left atrial roof and the mitral isthmus. The ablation was performed of the atrial fibrillation as well as the flutter, successfully terminating the arrhythmia. Along with the farawave nav, a total of 64 applications (2 applications at 2 kv per position) pulmonary veins (reconnections on all 4 veins); 12 applications (2 applications at 2 kv per position) for posterior wall / roof, and 18 applications (2 applications at 2 kv per position) for mitral isthmus. The applications on the mitral isthmus allowed termination of the tachycardia. The farapoint was then used to complete the mitral line with both endocardial and epicardial applications. Along with farapoint, for mitral isthmus, 27 applications (4 applications at 2 kv per site) and for coronary sinus, 8 applications (4 applications at 2 kv per site). This resulted in 129 applications (94 farawave and 35 farapoint). The procedure last 1 hour and 20 minutes. It was confirmed that severe post-procedure hemolysis, acute kidney injury from 06/01, worsening on 07/01, and four dialysis sessions as of 14/01 occurred. The renal evolution is urine output at 2.5 l and creatinine at 734 umol/l. Act was collected (121, 214, 234 and 216). The medication given were propofol, nubain, noradre and paracetamol. Heparin was also given (8000 at the beginning of the procedure, then 1000 and at the end of the procedure another 1000).

Manufacturer narrative:
The device did not return; therefore, product analysis could not be performed. \based on the analysis, the event description indicates that the device was used for roof and mitral isthmus ablation, which is considered an off-label use. Based on the investigation the ar codes "hemolysis" and "renal insufficiency/failure" were unable to be confirmed, and an off-label use of the catheter was confirmed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
A patient experienced hemolysis and renal failure. It was reported that a farawave nav was selected for a faraview procedure (farawave + farapoint). Following the procedure, the patient developed a significant rise in serum creatinine (250 mol/l on day 1, increasing to 450 mol/l on day 2). The patient required hemodialysis. A total of 94 applications were delivered with the farawave and 35 applications with the farapoint. Pulmonary vein, roof and mitral isthmus ablation were performed using the farawave, with additional complementary ablation of the mitral isthmus using the farapoint. Hemodialysis was required and existing hospitalization was extended due to complication. The product return is not expected (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.